Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the device. It was suspected the noise was due to electro-magnetic interference (emi). Reprogramming was performed to resolve the event. The patient was stable.